Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The two orbital atherectomy devices (oad) which were utilized during the procedure were received for analysis. Both devices were tested and found to function as intended. A guide wire was able to pass through both oads with no resistance. The report of the devices becoming stuck on the guide wire was unable to be confirmed through analysis of the oads. As the original guide wire was not returned, it could not be determine if it was damage or contributed to the reported complaint experienced during the procedure. The device history record for these oad lot numbers has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck on the viperwire guide wire. The device was replaced, however the second oad also became stuck on the guide wire. Atherectomy was not performed and following a thirty minute delay, the procedure was completed with balloon angioplasty and stent placement. There were no patient complications reported.